Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included recurrent urinary tract infection, anemia, (B)(6), hypertension, hematuria and cystitis. Concurrent conditions included weight loss, diabetes, skin ulcer and blood pressure high. Concomitant products included losartan potassium and metoprolol. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorder: suggested by urologist"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), skin disorder ("rashes or skin conditions: circles on skin"), vaginal discharge ("vaginal discharge") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, autoimmune disorder, bladder disorder, urinary tract disorder, dyspareunia, urinary tract infection, skin disorder, vaginal discharge and vulvovaginal pain outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, dyspareunia, menorrhagia, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: suggested by urologist, bladder or urinary problems or changes, dyspareunia, infection (bladder/urinary tract/vaginal): uti, pain, rashes or skin conditions: circles on skin, vaginal discharge , vaginal pain were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.